Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer. The pump was explanted and it was unknown if the device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.